Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent repair of vaginal graft erosion and cystoscopy with hydrodistention on (B)(6) 2009 by dr. (B)(6) due to painful bladder syndrome (B)(6) on a constant basis with hesitancy and also synthetic graft vaginal erosion, small area. It was reported that the patient underwent removal of vaginal mesh and cystourethroscopy on (B)(6) 2011 by dr. (B)(6) due to vaginal mesh erosion and pelvic pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Details: it was reported that the patient underwent repair of vaginal graft erosion and cystoscopy with hydrodistention on (B)(6) 2009 by dr. (B)(6) due to painful bladder syndrome (B)(6) on a constant basis with hesitancy and also synthetic graft vaginal erosion, small area. It was reported that the patient underwent removal of vaginal mesh and cystourethroscopy on (B)(6) 2011 by dr. (B)(6) due to vaginal mesh erosion and pelvic pain.